Event description:
It was reported that the reservoir had transfer guard anomaly. Customer stated that he was filling his reservoir with insulin and it started to leak from the transfer guard. Customer's blood glucose was 214mg/dl. Troubleshooting was not completed due to customer was currently using the reservoir that leaked. The customer was advised to monitor the current reservoir. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.